Event description:
Reporter stated that the surgeon was advancing a silicone single piece lens model aa4203tl in the injector prior to insertion and noticed the lens was tearing and opted not to use the lens. No pt contact or injury.